Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was difficult to position. The lead became entangled in the tricuspid valve and could not be repositioned or withdrawn. The physician cut the terminal pin in an effort to facilitate repositioning; however, these efforts were unsuccessful. The remainder of the lead was surgically abandoned, and the pacemaker was implanted with a plugged ra port. It was noted that a lead extraction would occur in the future. No additional adverse patient effects were reported. This ra lead remains implanted.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead was explanted and replaced. This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was difficult to position. The lead became entangled in the tricuspid valve and could not be repositioned or withdrawn. The physician cut the terminal pin in an effort to facilitate repositioning; however, these efforts were unsuccessful. The remainder of the lead was surgically abandoned, and the pacemaker was implanted with a plugged ra port. It was noted that a lead extraction would occur in the future. No additional adverse patient effects were reported. This ra lead remains implanted. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead is not expected to return for analysis, as it was retained by the hospital for microbial testing.